Manufacturer narrative:
Follow-up #1 date of submission 04/15/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings:a review of the pump black box data indicated multiple low battery warnings and replace battery alarms, as well as evidence of excessive battery usage. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured properly to the pump, and a power loss was not observed. Current draws did not measure within specifications. The display was disconnected from the pump, and current draws measured within specifications. Further investigation revealed a defective display, which caused a shortened battery life. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump was emitting multiple low battery warnings immediately following a new battery replacement. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.